Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient experienced pain upon urination for the past 2 weeks. On the night prior to the call to animas customer technical support (cts), the patient reportedly started to experience stomach and back pain along with nausea and vomiting with an elevated blood glucose (bg) measurement of 436 mg/dl. The patient reportedly went to the emergency room and was diagnosed with a bladder infection and was treated for this issue. The patient reportedly contacted cts for an unrelated issue and upon troubleshooting the pump, moisture and corrosion was discovered by the reporter in the battery compartment which allegedly caused the battery to corrode. The patient allegedly believed the moisture and corrosion in the battery compartment may have affected the pump and therefore, also contributed to the high bg. There was no reported power loss. This complaint is being reported because the patient experienced a hyperglycemic event to due unrelated health issues and due to moisture and corrosion observed in the battery compartment which may have resulted in a delay in treatment or long term cessation in delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the pump history revealed: the last basal delivery was on (B)(6) 2016. The black box revealed that the pump was manually suspended on (B)(6) 2016 at 12:04 and manually resumed at 13:52. A power on reset occurred on (B)(6) 2016 at 14:28; deliveries were never resumed. Corrosion was observed in the battery compartment. The battery compartment was found to be cracked above and below the bumper pad. The returned battery cap secured to the pump. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings that occurred during the 24 hour duration test. A leak test verified a leak in the battery compartment. The pump cover was removed; no further evidence of moisture damage was found. Unrelated to the complaint, the keypad was found to be torn near the down key; however, all keypad buttons were responsive to button presses. The keypad cover was removed; there was no contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.